Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii catheter 22gax1in non-pvc leaked at the hub site. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: nurse found blood leaked from catheter hub when removed the needle after puncture, nurse claimed there was blood exposure to hand, patient arm, clothes, but no blood exposure to mucous membranes. The patient did not have blood-borne infectious diseases. DHR : actual samples were received and decontaminated. No related investigation on the same lot# were found. The returned samples showed the reported defect. Confirmed bd was able to duplicate or confirm the customer¿s indicated failure mode. Investigation comments: the factory has confirmed the cause of the zone 1 belt cracking and swage locking stopper, locking cylinder and movement locking clock wear, resulting in poor alignment, resulting in cracking. The swage size of the raw material y-adapter has a lower limit, resulting in the actual swage depth being too large, this may cause the y-adapter swage area cracking. Defect sample before the date production in the factory takes measures, and the factory has had about 5 months without the same complaint. Is the product within specifications? Yes root cause: after investigation and perhaps the main cause for the zone 1 nest belt cracking and swage lock block is fixed, and the lock cylinder and lock piece of wear and tear, cause of the poor, cause craze. The size of the swage in biased lower limit, lead to actual swage length was too big. The cause for the y-adapter cracking was in the swage area. There is an existing open factory CAPA and effectively guarantee the defects from happening. The complaint occurred before the corrective action, the reason has been found after execution of CAPA measures. It has been five months since the same complaint has come through. CAPA initiation has been started to follow up with this reportable complaint. (B)(4).